Event description:
It was reported while using bd alaris¿ pump module administration set the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: leur lock connector fell off end of giving set whilst in use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-aug-2023 one 2420-0004 sample was received without packaging for investigation; however, the customer indicated the complaint sample was from lot 22065639. Residual fluid was detected in the device. The feedback provided by the customer suggests the smartsite y-port connection separated during infusion. A visual inspection of the returned sample confirmed the customer's experience as the tubing below the pumping segment had separated from the connecting y-site tubing joint. However, the separated y-site had not been returned to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed that the separation was likely caused by an insufficient amount of solvent being applied at the joint during the manufacturing process. This is a hand assembled joint and is likely to have occurred due to human error. A review of the production records for lot 22065639 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h10.

Manufacturer narrative:
H6: investigation summary a 2420-0004 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 22065639. The feedback provided by the customer suggests the customer experienced a separation at the tubing joint of the smartsite y-site during infusion. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22065639 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported while using bd alaris¿ pump module administration set the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: leur lock connector fell off end of giving set whilst in use.

Event description:
It was reported while using bd alaris¿ pump module administration set the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: leur lock connector fell off end of giving set whilst in use.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.